Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons responded normally and had normal spring back or click. The keypad cover was removed for investigation and did not reveal any evidence of contamination or defect. The pump was opened for investigation of the keypad flex and connector and no defects were found. Investigation was unable to duplicate or confirm the keypad function complaint.

Event description:
The patient contacted animas on (B)(6) 2012 and reported the up and down arrow keypad buttons would stick when pressed. The patient denied damage to the keypad. The patient reportedly wore the pump in a case attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.